Event description:
It was reported that during surgery the dermatome skips instead of slides when used. There was no reported harm or injury to the patient or user and no report of any delay. Due diligence is complete; no further information was available. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4) . The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were out of spec on the high end and the control bar was loose. The semicircle and vespel bearings, motor, switch, seal, and plug harness assembly were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.